Manufacturer narrative:
Two plasma samples from the patient and 2 serum samples from the patient were submitted for investigation. The samples were tested with 2 reagent lots of (B)(6) ii on a cobas 8000 e 602 module used at the investigation site along with the fujirebio innolia (B)(6) score. The results from the 2 plasma samples were non-reactive with both reagent lots on the e602 module and the result from the innolia method was also negative. The results from the 2 serum samples were non-reactive with both reagent lots on the e602 module and the result from the innolia method was also negative. Since the results from the innolia method were negative, the patient sample is considered to be true negative with the roche (B)(6) ii assay. A product problem was not found.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of (B)(6) results for 1 patient sample tested for (B)(6) on a cobas 8000 e 602 module. It is not known if erroneous results were reported outside of the laboratory. The (B)(6) result from the e602 module was 0.030 (B)(6). The sample was repeated and the result was 0.030 (B)(6). On (B)(6) 2017 the sample was repeated by the vitros 3600 ortho method and the results were 1.43 and 1.41 (B)(6). There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).